Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results the packaged stock product is not applicable for review since no defect or non-conformity was observed from the returned product. Investigation methods/results the device was returned but not in original package. The implant was verified to be a hahn tapered implant ø4.3 x 16 mm (70-1154-imp0013) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. The complaint is verified based on the returned part(s) but cannot confirm the failure mode. The DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin layer of cortical bone surrounding a core of dense trabecular bone. Therefore, the patient's bone quality may have been a factor. Additionally, the doctor stated the patient is prone to caries, has missing teeth, and a history of bruxism. Moreover, it was also noted the patient smokes vape. Smoking is known to inhibit local wound healing and may affect survival of implants. Smoking has a strong influence on the complication rates of implants. It causes significantly more marginal bone loss after implant placement, increased the incidence of peri-implantitis (deep mucosal pockets around dental implants, inflammation of the peri-implant mucosa - soft and hard gum, and increased resorption of peri-implant bone), and affects the success rates of bone grafts. IFU 3027904 rev 2.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 3027904 rev 2.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in warning section: the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin. This is the 1st of 4 failed implants reported on the same patient. Reference the following manufacturer reports for the remaining implants. 3011649314-2020-00750 3011649314-2020-00751 3011649314-2020-00752

Manufacturer narrative:
The device has not been returned. When the device is returned an investigation will be carried out and a supplemental report will be submitted.this is the first of four implant complaints, see manufacturer report for the remaining complaint :3011649314-2020-00750,3011649314-2020-00751,3011649314-2020-00752.

Event description:
It was reported that the hahn tapered implant failed. The patient has bone type iii. The patient has a history of bruxism, high caries, missing teeth. It was also noted the patient smokes vape. The patient presented on (B)(6) 2020 for primary procedure on tooth #6. The patient returned on (B)(6) 2020 four months after loading. Upon examination the provider notes the implants did not osseointegrate and no stability. It was at that time the device was removed. The provider states "places more implants six instead of four in non-infected bone". The site was not infected, granulation noted.